Event description:
The manufacturer received information alleging a bipap a40 ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacture for evaluation and during the evaluation results indicated that the reported complaint could not be duplicated. Ventilator inoperative alarm had been recorded. The drpt revealed that e-96 had been recorded. The malfunction was assumed to be caused in the main board. Also, regarding the report of a flow being fixed with ipap, may have been due to a mis-trigger of spontaneous respiratory in ipap pressure using firmware 3.6.1. This was corrected using firmware 3.6.2. The lease term was due in eight months therefore the repairs were not made. The device was returned unrepaired and would be discarded afterwards.